Event description:
It was reported the pt's entire scs system was explanted due to an open and draining incision at the lead placement site. The pt hospitalized for two days was treated with oral antibiotics. Further follow-up indicated, the pt is doing well with the infection recovery.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.